Event description:
The customer contacted philips healthcare to report that the defibrillator does not go to shift/system check, found battery completely drained and swelled. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the safety test is not passing during operational check. It is unknown if there was patient involvement.